Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm e70 error alarm due to erased history file. The motor was tested outside the device and passed, and the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked case at display window corners, reservoir tube lip, belt clip slot and minor scratches on display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed. Customer was able to clear the alarm. Customer's blood glucose was 13mmol/l. Customer stated the device tried to rewind and continue with tubing fill procedure and device alarmed motor error. The device was not dropped or exposed to a magnetic field. No further information reported.